Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. B3: publication date will be used as estimated date of occurrence, (B)(6)2004. Article title: percutaneous femoral closure following stent-graft placement: use of the perclose

Manufacturer narrative:
Publication date will be used as estimated date of occurrence, (B)(4) 2004. Article title: percutaneous femoral closure following stent-graft placement: use of the perclose device. The additional prostar device referenced is filed under a separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of thrombosis, ischemia, pseudoaneurysm, infection, hematoma, dissection, occlusion and the relationship to the product, if any, cannot be determined. The subsequent treatments of additional therapy/ non-surgical treatment and surgical procedure appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying prostar 8f and prostar 10f that may be related to the following: suture malposition, needle deflection issues and failure to achieve hemostasis which may result in thrombosis, ischemia, bypass surgery, pseudoaneurysm, vascular grafts, infection, hematoma, intimal dissection, surgery, hospitalization and manual compression. Specific patient information is documented as unknown. Details are listed in the article, titled: "percutaneous femoral closure following stent-graft placement: use of the perclose device".